Manufacturer narrative:
(B)(4). The date of event is unknown as the customer could not provide the information. (B)(6). Customer did not request for a field service specialist visit to the site. An accessory exchange was requested. The handpiece was not under warranty and it was not returned to amo. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported exposed wires/damaged cord with the whitestar phaco handpiece and did not want to use the handpiece. There was no patient involvement reported.